Event description:
It was reported that a coronary stent procedure, the stent became stuck while attempting to cross a previously placed stent. Upon removal it was noted that the stent had moved on the delivery device. No pt injury or complications occurred.